Manufacturer narrative:
Initial reporter's email address: (B)(6). The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding set had a leak in the diet connection. Five tests were carried out with the same lot to check the technique. When they changed the lot of the enteral feeding set, there was no leak. There was no patient injury.